Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: the last bolus delivery was on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. The pump was exercised for 24 hours with no errors, alarms, or warnings. The total daily dose¿s correctly added up and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within the required range and delivering accurately. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleged that on (B)(6) 2014, the patient had experienced a blood glucose (bg) over 500 mg/dl with no symptoms associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and received phone advice from their healthcare provider regarding treatment. The patient was treated with insulin via their pump and injection. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was reported that the inaccurate delivery issue began on (B)(6) 2014 after the pump emitted a call service alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.